Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed compromised force sensor system. The customer's current blood glucose level was unknown at the time of the incident. The customer reported insulin squirt out during manual prime. The customer did not troubleshoot the issue. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.